Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had migrated and the patient felt discomfort at the ipg pocket site. It was also noted that the patient had difficulty aligning the charger to the ipg. The patient underwent an ipg replacement procedure. The explanted ipg was not returned.